Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported field event of bpa was verified in the lab. However, further investigation showed the bpa was a false positive. Prior to the event, device had a power-on-reset, which cleared the consumption data. The bpa algorithm uses device usage history data for calculations, and since that data was lost during the backup vvi, a false bpa was triggered. Interrogation of the device revealed the device was above eri when received. No other anomaly was detected.